Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The additional device referenced in b5 is filed under a separate medwatch report number. Na.

Event description:
It was reported that a 4.0x150mm armada 18 balloon could not advance over a command 18 guide wire. The balloon and the guide wire had to be removed together. There were no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Event description:
It was reported that a 4.0x150mm armada 18 balloon could not advance over a command 18 guide wire. The balloon and the guide wire had to be removed together. There were no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned balloon catheter and the reported difficulty to advance and difficulty to remove the guide wire were confirmed. The analysis noted the proximal balloon marker and distal balloon marker appeared to be dislodged. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the balloon catheter during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance and difficult to remove the guide wire from the balloon catheter appear to be related to operational circumstances of the procedure. In this case, based on the returned device analysis, it is likely that manipulation and/or inadvertent mishandling of the devices during advancement in the procedure, the inner member became stretched resulting in the difficulty to advance. Further manipulation of the devices ultimately resulted in the noted inner member damages causing the guide wire to freeze or lock in place resulting in the difficulty to remove, and the appearance of the dislodged marker or marker placement. The noted bends on the core likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.